Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the bearings and seals on the oscillating saw attachment device were worn out. It was further determined that the pin modification was not implemented. It was noted in the service order that the device was splashing oil during use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the pin modification was not implemented and the bearings and seals were worn out. Therefore, the reported condition was confirmed. The assignable root cause was undetermined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.